Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was reading inaccurately low compared to how she felt. On (B)(6) 2011, this medical surveillance specialist (mss) contacted the patient by phone for additional information. The patient reported the alleged inaccuracy began on (B)(6) 2011 at 3:00pm at which time she felt that her blood glucose may be high due to her feeling 'a little thirsty'. The patient claimed that on (B)(6) 2011 at 3:00pm, she obtained a low blood glucose reading of '29mg/dl' with the subject meter and immediately retested with the subject meter and obtained a reading of '228mg/dl'. The patient reported she manages her diabetes with an insulin pump. The patient reported that she gave herself a bolus of novolog 5 units based on the '228mg/dl' reading. The patient reported that on (B)(6) 2011 at 4:00pm, the symptoms deteriorated with excessive thirst and blurred vision and so she retested. Again she obtained a low blood glucose reading of '29mg/dl' with the subject meter, immediately retested with the subject meter and obtained a reading of '341mg/dl'. The patient stated she gave herself an additional bolus as treatment and the symptoms went away. During troubleshooting, the customer care advocate (cca) noted that the patient did not have control solution to perform a control solution test. Replacement products were sent to the patient. This complaint is being reported because there is indication that the patient's symptoms deteriorated, suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k073231.